Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approximately a 2 year implant duration due to mitral regurgitation and mitral endocarditis.